Event description:
Healthcare professional reported right side capsular contracture baker grade iii against a recalled device. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture and anxiety-product/procedure was reviewed on 04-feb-23. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device; anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.